Manufacturer narrative:
As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.

Event description:
Related manufacturer reference number: 3006705815-2023-07788. It was reported that patient had an infection at the cervical lead site. Surgical intervention took place on (B)(6) 2023, where the cervical system was explanted to address the issue. Also, on 20 october 2023 the lead incisions were cleaned out. The manufacture representative will not be receiving further updates regarding the status of the infection, but the patient mentioned the infection has improved. During the surgical procedures the lumbar ipg was placed into surgery mode, but thereafter, the lumbar ipg failed to establish communication with external device. Recovery efforts were unsuccessful and the lumbar ipg was deemed inoperable. Patient lost therapy. Surgical intervention may take place at a future date to address the inoperable lumbar ipg.

Manufacturer narrative:
Date of event estimated.